Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 300 mg/dl at the time of incident and current blood glucose was 600 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with injection. Customer will be returned device for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on act and up arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump received with corroded battery tube, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.